Event description:
We could not fix the disposable hand piece onto the cord device.====================== manufacturer response for harmonic ace shears======================arrangements are being made with the manufacturer to return the device.